Event description:
The customer stated that since receiving ausab, lot# 59238m200, they noticed a downward shift in the positive controls on the commander processor. She stated that the low positive control was now out of range low and inquired what could have caused the shift. The abbott customer service technician informed the customer that there is a lot to lot variability and advised the customer the check the wash volume, to check that the tubing is not discolored, to check that the conjugate is not contaminated, and to ensure that the ausab kit has not been left out when not in use. The customer stated that a new shipment of ausab had arrived and they would rerun the controls and call back with the results. A follow-up with the customer confirmed that the quality control was now in range; however, there was still a downward shift in the values and will continue to monitor, no impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.